Manufacturer narrative:
Additional information will be provided once the investigation has been completed. The device manufacturer date is not known at this time. However, should it become available it will be provided in future reports.

Event description:
It was reported by the customer that "during dissection on a laparoscopic hysterectomy, the stryker tower announced "light source deactivated". It then continued to strobe between on and off, alternating saying "light source activated and light source deactivated". Gyne charge nurse was quickly retrieved for the situation. A new tower and camera and laparoscope were quickly acquired, but after hooking them up, the same problem occurred. The team then tried a new light cord, and this fixed the problem. The light cord was isolated in a ziploc bag with a note to return it to the cnl upon cleaning". Therefore, there was loss of light.

Event description:
It was reported by the customer that "during dissection on a laparoscopic hysterectomy, the stryker tower announced "light source deactivated". It then continued to strobe between on and off, alternating saying "light source activated and light source deactivated". Gyne charge nurse was quickly retrieved for the situation. A new tower and camera and laparoscope were quickly acquired, but after hooking them up, the same problem occurred. The team then tried a new light cord, and this fixed the problem. The light cord was isolated in a ziploc bag with a note to return it to the cnl upon cleaning". Therefore, there was loss of light.

Manufacturer narrative:
Alleged failure: it was reported by the customer that "during dissection on a laparoscopic hysterectomy, the stryker tower announced "light source deactivated". It then continued to strobe between on and off, alternating saying "light source activated and light source deactivated". Gyne charge nurse was quickly retrieved for the situation. A new tower and camera and laparoscope were quickly acquired, but after hooking them up, the same problem occurred. The team then tried a new light cord, and this fixed the problem. The light cord was isolated in a ziploc bag with a note to return it to the cnl upon cleaning". The failure(s) identified in the investigation is consistent with the complaint record. Probable root causes are: resistance values out of range likely due to a reed switch issue. The product was returned for investigation and the failure mode will be monitored for future reoccurrence.